Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with a syringe of juvéderm voluma® xc in the cheeks. About a year later, patient has experienced hot flashes, hyperthyroidism, and uterine polyps, deemed not device related. Patient presented to the office a few weeks later with hard bumps/nodules, possible granulomas around the cheeks and injected areas. Biopsy was not provided. Patient was treated on the same day with hyaluronidase. The patient's symptoms have improved but have not resolved. No diagnostic testing was administered.